Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Complaint - aseptic loosening.

Manufacturer narrative:
See d2a, d4, d10, h4, h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2021-01355; 520-42-120, s810 - device loosening if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.